Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found a complete balloon detachment at the proximal balloon joint. The inner guidewire lumen was noted to be detached near the distal end of the balloon. The detached balloon was not returned for evaluation. The proximal marker band was dislodged on the inner lumen, and the inner lumen was noted to be stretched, indicating retraction issues. Therefore, the investigation is confirmed for both balloon and catheter detachment, as well as for retraction issues and marker band dislodgment. However, the investigation is inconclusive for the reported balloon rupture as the balloon was detached and not returned. It is possible that a balloon rupture could lead to retraction issues and detachment. However, the definitive root cause for the reported issues could not be determined based upon available information. It is unknown if procedural issues or the original sheath used in the procedure contributed to the reported issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured. It was further reported that the device had issues retracting through the sheath, and had detached material, as a result of the rupture. The patient was taken to a local hospital to attempt removal of the detached material. The detached material was left inside the patient. The patient is being monitored regularly.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found a complete balloon detachment at the proximal balloon joint. The inner guidewire lumen was noted to be detached near the distal end of the balloon. The detached balloon was not returned for evaluation. The proximal marker band was dislodged on the inner lumen, and the inner lumen was noted to be stretched, indicating retraction issues. Therefore, the investigation is confirmed for both balloon and catheter detachment, as well as for retraction issues and marker band dislodgment. However, the investigation is inconclusive for the reported balloon rupture as the balloon was detached and not returned. It is possible that a balloon rupture could lead to retraction issues and detachment. However, the definitive root cause for the reported issues could not be determined based upon available information. It is unknown if procedural issues or the original sheath used in the procedure contributed to the reported issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2021), (trending device code: 2923 - dislodged or dislocated). Details to bd.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured. It was further reported that the device had issues retracting through the sheath, and had detached material, as a result of the rupture. The patient was taken to a local hospital to attempt removal of the detached material. The detached material was left inside the patient. The patient is being monitored regularly.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured. It was further reported that the device had issues retracting through the sheath, and had detached material, as a result of the rupture. The patient was taken to a local hospital to attempt removal of the detached material. The detached material was left inside the patient. The patient is being monitored regularly.